Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were these surgical incisions? Yes. Were these tissue tears post delivery? Unknown. How many physicians/midwives/pa¿s performed the closures of the 20 cases? Four of about 10 midwives performed the 20 closures, the dehiscence didn't happened in the closures of other midwives. Was the vicryl rapide interrupted or continuous? -interrupted for (B)(4) in mucosa layer and continuous for (B)(4) in skin layer. The mucosa layer was fine. What suture was used in the deeper layers? Was that layer disrupted? From the appearance of the picture, the opening looks like it goes below the skin. Continuous for (B)(4) in skin layer. The mucosa layer was fine. Were any infections diagnoses? What did culture results show? No. No culture results. On what days did the wounds separate?- the dehiscence was observed on the 6/7-day follow-up.

Event description:
It was reported that the patient underwent an episiotomy procedure on unknown date and continuous suture was used in the perineal skin layer. Following the procedure, the suture was totally absorbed within a week after surgery and wound dehiscence was observed on the sixth or seventh day post-op. It was also reported that the wound opening looks like it goes below the skin. The patient underwent a lateral perineal repair on (B)(6) 2016 and another suture was used to re-suture the wound. The patient is still in the hospital for further observation.